Event description:
The advocate stated the customer's blood glucose reading on the breeze2 was 168mg/dl. He was re-tested on a different meter and the reading was 41mg/dl. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged the strip information was not obtained. . New strips and control were sent for further troubleshooting. Product will not be returned at this time.

Manufacturer narrative:
.